Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother was reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 400 mg/dl and was treated with manual injection and blood glucose went down to 67 mg/dl. The other blood glucose values were recorded were 163 mg/dl, 117 mg/dl. The customer was treated with insulin pump. The customer declined troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.